Event description:
It was reported intermittently that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer successfully completed the load sequence and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.